Manufacturer narrative:
The svc rep could not duplicate dark image problem, kv/ma tracking functioning normal. Reloaded software as a proactive measure. Sys defaults to digital spot mode (hlf). Tech support is looking into issue. Test: ok sys functions as intended. This correction is being submitted to change the year on the MDR submission number. The original year was submitted as 2007. All other info is to remain the same.

Event description:
User reported dark images during fluoro mode. Kv/ma appeared to not move until pt was removed from field. Then user put pt back in field and sys function as intended. Also found sys defaulting to dig spot mode (hlf). Cause: unk.